Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer consumed approximately 160 grams of carbohydrates, and delivered only a bolus for approximately 80 grams. Then, the customer delivered another bolus an hour later to compensate for the remainder of the carbohydrates consumed as the customer realized having miscalculated the amount of carbs during the initial bolus. Reportedly, the customer's blood glucose (bg) level had elevated to over 400 (mg/dl). However, at the time of the reported event, the customer was at approximately 380 mg/dl, and bg level was continuing to trend down. Contact confirmed that bg level would continue to be monitored.